Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that "customer noticed some of the wires inside the piccs have been kinked and difficult to re-advance the wire after trimming." There as no patient harm reported patient is being treated for rt breast ca . Concomitant therapy is unknown. Patient does not have an infections disease.